Manufacturer narrative:
The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed with one unrelated incident with no link to the reported complaint. The devices were conformed to in process and finished goods specifications when released to stock. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that during a meniscal repair procedure the suture tail on their truespan 12 degree peek frayed and broke while tensioning was applied. The suture break occurred during the second implant. The surgeon did fully depressed the trigger until it clicked. The tip was not in scope view when the suture broke. The surgeon did penetrate the meniscus all the way to the depth stop and used a probe. The procedure was completed with a competitor¿s device with no patient consequences or delays. The sales rep could not provide a lot number for the device due to it was discarded. Additional information obtained on 8/23/2017: suture did not break on 1st implant. Suture broke while tensioning was applied during second implant. Both the implants were removed. There was no tissue damage. The surgeon cut the suture and used a grasper to remove the implants.